Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of approximately 500mg/dl. It was stated that the customer was not wearing the insulin pump at time of his admission and has been off the device for two days. The caller mentioned that the battery in the insulin pump exploded and it leaked inside the battery compartment. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was returned with corrosion in the battery tube and battery cap contact. After testing it was concluded that the device operated within specifications.